Manufacturer narrative:
The pump was received with constant alarms. The problem was isolated to the mother board. The pump was received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received new software detected alarm. The customer's blood glucose level was unknown. The customer received failure of flash memory alarm. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.